Event description:
It was reported that externalized conductors were observed. No electrical anomaly was noted. The patient chose not to be followed; hence, the ICD was deactivated.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.